Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. During the eval excessive motor bearing wear with shaft end play, and black material around the bearing was observed. Visual but incidental observations other than internal to the motor are: two impact marks. One on the front case and one on the door cover. One of the motor securing screw heads were broken off and an impression on the motor tape from the lower bearing housing. These observations indicate a pump impact. The internal motor inspection was invasive, so the motor assembly was replaced.